Event description:
Additional information received reported the patient had passed away.

Event description:
The dose was then decreased by 60% on (B)(6) 2014. That weekend the patient had a heart attack. The patient was in the hospital a little bit and then was really weak. The patient attended rehabilitation due to the heart condition and being weak. The patient was in the medical intensive care unit (micu) and the health care provider believed the patient was septic. The health care provider wanted to turn the pump off. A pump off password was sent to the health care provider. The system was being used to deliver dilaudid.

Event description:
The patient passed away on 2014-(B)(6). The device was off at the time of the patient's passing. The patient had revision surgery (see regulatory report # 3004209178-2014-15609, for information related to the flipped pump) on a friday and had presented to the ER over the weekend. The patient had been on plavix and was kept in the hospital for a week or so. The patient was then discharged and then later presented to the ER of a different hospital and was admitted due to septic shock. The manufacture representative was called into the hospital on 2014-(B)(6) to shut the pump off. No autopsy was performed per the patient's wishes. The patient was on dilaudid 20 mg/ml at 0.9 mg/day, bupivacaine 9 mg/ml at 0.4 mg/ml, sufenta 7.5 mcg/ml at 0.3 mcg/day, and clonidine 2.5 mcg/ml at 0.1 mcg/day.

Manufacturer narrative:
(B)(4)

Manufacturer narrative:
.

Manufacturer narrative:
Concomitant product: product ID 8781, serial # (B)(4), implanted: (B)(6) 2014, product type catheter. (B)(4).